Event description:
81010-1 smart release blade had pieces breaking off into patient during a right endoscopic carpal tunnel release procedure. Patient required to go from an endoscopic carpal tunnel release procedure to an open carpal tunnel release procedure in order to remove the pieces that broke off from the 81010-1 smart release blade.